Event description:
An abutment broke in function. Pt is reportedly excellent.

Manufacturer narrative:
No observable defects could be found with the components themselves. Measurement taken met design requirements. A review of the lot history of the subject product was completed and found to be acceptable per release criteria.